Manufacturer narrative:
This follow-up report is being submitted to correct section d3 manufacturer name, city and state, from 3m health care to 3m company.

Manufacturer narrative:
This follow-up report is being submitted to correct section d4 model # from blank to 24370, and section d4 unique identifier (UDI) # from (B)(4).

Manufacturer narrative:
Product has not been returned to 3m for analysis. 3m is unable to verify the leak, identify exact location and root cause without the sample. 3m has investigated and identified a manufacturing issue with the auto-venting bubble trap that introduces the risk of blood or fluid leaks while priming the sets and/or during fluid administration. There is no alleged injury to the patient or caregiver for this reported incident. 3m has initiated a field safety corrective action for lots associated with this issue. 3m has implemented a change to address the identified manufacturing issue and will continue to monitor.

Event description:
A user facility reported during a transfusion in the operating room, 3m¿ ranger¿ blood/fluid warming high flow set, 24370, failed at the hub just below the bubble trap. No injuries or medical interventions were required due to the alleged malfunction.